Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switch. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button on the insulin pump would not let her access the reservoir set up option. Customer's blood glucose was 95 mg/dl. However, customer reported their dexcom was reading 55 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.